Event description:
User reported issues related to the heater cooler unit not cooling sufficiently. User pressed to rewarm to 37 degrees but got an alarm message "unable to reach set point", failure to heat or cool is considered a reportable event. There was no patient harm a as a result of this malfunction.

Manufacturer narrative:
User entered temperature control at 6:08:58am local time, and stopped the system at 06:10:55am local. The unable to reach setpoint error does not trigger until 10 minutes has elapsed. During this time no errors logged. Reported fault could not be identified in logs. Account rep confirmed this unit has been used successfully since this incident. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 3 out of 16.